Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2015, the 3.5x33mm xience alpine stent was successfully implanted in the mid rca lesion. The stent did not embolize or migrate to another location.

Event description:
It was reported that on (B)(6) 2015, the mid right coronary artery (rca) lesion was successfully pre-dilated to less than 40%. Following, a 3.5x33 xience alpine stent was successfully delivered and implanted in the mid rca lesion. At an unspecified point during the procedure, the patient experienced serious unstable angina lasting over 5 minutes. Additionally, post stent implantation, the stent may have embolized to another location. There was no treatment reported. Post-procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb) and creatinine kinase (ck). An st elevated myocardial infarction was diagnosed and the patient required prolonged hospitalization. Reportedly, the chest pain is a continuing condition. On (B)(6) 2015 the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) /2015 (23:07): ck-mb=23.9 ng/ml, normal upper limit 6.3. On (B)(6) 2015: ck=561 u/l, normal upper limit 397. On (B)(6) 2015: ck-mb=102.4 ng/ml, normal upper limit 6.3. Concomitant products: balloon dilatation catheter: nc trek (3.0x20, 4.0x15), aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.